Manufacturer narrative:
Report sent to FDA on 05/23/2007.

Event description:
Procedure: urologioncal. Reportedly, following a posterior pelvic organ prolapse procedure 2007, the pt developed a bilateral right gluteal hematoma with wound breakdown of the posterior vagina at the time of the procedure. The pt was treated with premarin vaginal cream and hydrogen peroxide douches and observation. The doctor trimmed some of the graft at the edges of the granulation tissue. The wound is healing.